Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the (light blue) main body of the twist clamp on a ce minicap extended life pd transfer set, which resulted in a no flow issue. This was further described as ¿transfer tube was stretched from the dark blue part during connection with the bag¿ and the ¿infusion did not work¿. This issue occurred during use for peritoneal dialysis (pd) therapy. As a result, the transfer set was changed at the hospital and the pd therapy was continued in ¿less than 72 hours¿. There was no patient injury or medical intervention associated with this event. No additional information is available.